Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 189 mg/dl. The medtronic minimed sticker is missing. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime alarm test and motor error alarmed during basic occlusion test due to loose/protruded drive support disk. Cracked reservoir tube lip, cracked battery tube threads, loose/shifted end cap sticker and cracked case near display window corners noted during visual inspection. Motor tested ok.